Manufacturer narrative:
Three photographic images of cine images were received for evaluation. The first cine shows the targeted vessel anatomy in the patient right superficial femoral artery. The cine image confirms that the lesion is severely calcified and with 80-90% stenosis. A support sheath and guidewire are visible in the image. The second cine image is of the targeted vessel. The lesion has been treated and a guidewire crosses the targeted vessel. The third cine image is of the left iliac artery, abdominal aorta, and right iliac artery. A left side approach is being used. A guidewire is visible crossing from the left iliac artery, over abdominal aortic arch, and into right iliac artery. The distal end of the support sheath is visible in the left iliac artery. The cine image confirms a steep aortic bifurcation. Device analysis: the turbohawk atk was received for evaluation along with the protege gps stent delivery system used in this procedure. The turbohawk lxc catheter was received with the catheter distal assembly separated between the catheter shaft adapter and the catheter housing. The pin indents in the catheter shaft adapter were placed correctly. The catheter housing exhibited flaring damage at its proximal end. The two hinge pins were present. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a turbohawk with a protege and using a 7fr cook ansel sheath and 0.14 300 cook roadrunner guidewire to treat a severely calcified 5-6mm x 40-50mm lesion with severe tortuosity and with 80-90% stenosis in the right proximal superficial femoral artery. A steep aortic bifurcation was reported as abnormal in relation to the patients anatomy. Both devices were prepped as per the IFU without issue. No embolic protection was used. No issues or damage was noted to the packaging. No issues were noted when removing the device from the tray.it was reported the turbohawk would not advance through sheath over the steep aortic bifurcation despite repositioning and re-advancement. Upon removal of turbowhawk an irregularity at distal tip between metal and catheter was observed and a new device was used in the procedure. A hawk-1 m was advanced, crossed, and utilized without difficulty. The physician reported that the protégé failed to cross the targeted lesion. It was reported the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, but no excessive force was used. The lesion was treated with further pre-dilation and another stent was used despite initial dilation at 8atm for 45 secs and then approx. 8 passes in different planes with the hawk one device. The procedure was completed using an ever cross 6x60 at 12atm for 120 secs. The protégé stent was re-flushed and an abnormality at the distal tip of the stent was observed. An additional stent (ever flex 6x60) was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The returned stent delivery system was a protege everflex stent. If information is provided in the future, a supplemental report will be issued.